Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n9079t. The handpiece was received with the nose cone cracked and the mount was noted to be loose. The handpiece was connected to a generator and it did communicate with the generator. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure the handpiece did not recognize any devices. Another hand piece was used to complete the case. No patient consequences.